Event description:
A report was received that the patient had surgical pain due to laminectomy procedure of the paddle lead. The patient underwent an explant procedure.

Event description:
A report was received that the patient had surgical pain due to laminectomy procedure of the paddle lead. The patient underwent an explant procedure.

Manufacturer narrative:
Device evaluation indicated that the lead exhibited no anomalies. Impedance measurements were normal. X-ray inspection revealed no anomalies. Sterilization did not find any anomalies or deviations.